Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,, therefore, consider this report complete to the best of our knowledge this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(6) site, per variance 5.

Event description:
Customer reported via phone call that his blood glucose has been running high all morning and that the insulin pump materials are falling out of his site. The patient's blood glucose at the time of incident was 403 mg/dl. He stated that he did not feel any symptoms of high blood glucose, and that he changed infusion set, reservoir, and his site. Troubleshooting was initiated for the high blood glucose but before the process was completed the customer declined further troubleshooting, stating that he would monitor his glucose and his pump by himself. No products were shipped or returned.